Manufacturer narrative:
On 18-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information, it was reported that the patient experience rupture and capsular contracture on the breast implant. During evaluation of the sample a crease was observed on the posterior aspect. Within the crease, a tear was noted, measuring approximately 8.0 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, rupture. Concomitant products: 600cc mentor memorygel breast implant, catalog # 3506001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 600cc mentor memorygel breast implant and experienced postoperative left-sided rupture and capsular contracture (baker grade unknown). Capsular contracture was confirmed by a physician, and rupture was observed during explantation procedure. The patient underwent removal and replacement with 550cc mentor smooth round moderate plus profile, catalog # 3502550, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.